Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that new sensor message occurred. The sensor was inserted into the abdomen] on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.